Event description:
It was reported that when a pre-test was conducted to implant a foley catheter in the operating room for urinary catheterization and temperature control, sterile water was drained out slowly, so the catheter was not used.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when a pre-test was conducted to implant a foley catheter in the operating room for urinary catheterization and temperature control, sterile water was drained out slowly, so the catheter was not used. Per notification from investigator on (B)(6) 2025, asymmetrical balloon was found during sample evaluation.

Manufacturer narrative:
The reported event is unconfirmed. Visual evaluation noted received 1 all silicone foley catheter with syringe. Upon visual inspection no physical defects present. Using returned syringe inflated catheter balloon with 10 ml methylene blue solution (3 drops 1percentage aq methylene blue per 100ml distilled water). Inflated properly with no difficulties however maintained concentricity of 100:0 . Deflated passively within 2 minutes and 2 seconds with the returned syringe. Also received 4 photo samples. First photo sample shows top view of outer packaging of tray. Second photo sample shows top view of catheter with syringe used during reported event. Third photo sample shows end of catheter with deflated balloon. Fourth photo sample shows inflation cap. No root cause could be found because the reported event was unconfirmed. DHR review is not required as the reported event is unconfirmed. Labelling review is not required as the reported event is unconfirmed. Correction- d, e, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.